Event description:
A customer observed multiple occurrences of a condition code that indicated that the analyzer's reagent metering subsystem was not performing optimally. Under these conditions, an erroneus result could be obtained which may lead to inappropriate physician action. No results were reported. There was no report of pt harm as a result of this event